Event description:
The patient reported the battery lifetime of the infusion device is too short. He stated the issue began (B)(6) ago. On (B)(6) 2012, the patient inserted a "super energy" alkaline battery in the infusion device and after one week e2 (battery depleted) was displayed. W2 (battery low) warning was not displayed prior to e2. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.